Manufacturer narrative:
The serial number of the cycler set was not made available. The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. As such the device manufacturing review was not possible. The nurse reported the event was due to a breach in the sterile technique. Medical records were made available and clinical investigation concludes that peritoneal dialysis patients with end state chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Moreover, peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum. In this specific case, the patient was admitted to the hospital because of an acute exacerbation of copd. At the time of presentation, a cloudy effluent was observed from the pd tubing, it was cultured and resulted positive for acinetobacter it is presumed that the patient acquired the peritonitis due to touch contamination. At the time of this review, the patient has clear effluent and finished antibiotherapy.

Event description:
A peritoneal dialysis (pd) patient's nurse reported on (B)(6) 2015, a patient was hospitalized for an acute exacerbation of chronic obstructive pulmonary disease (copd). While admitted, the patient was diagnosed with acute peritonitis due to acinetobacter infection on (B)(6) 2015 and was given cefepime and ceftazidime for treatment. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile file during treatment. The patient was discharged from the hospital to a skilled nursing facility on (B)(6) 2015. On (B)(6)2015, the patient finished their antibiotic regiment. As of (B)(6) 2015, the patient has clear effluent, and it is unknown if the patient continues ccpd therapy.